Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reportedly changed supplies to address the occlusion alarms. Customer reverted to metformin pills for backup therapy. Customer¿s blood glucose level was 209 mg/dl.